Event description:
My dental implant became loose. The correction is to have the post drilled out and replaced and then a new tooth manufactured. Four (4) visits. Painful process, my dentist has told me this product is known to have this happen. He is sorry he every used it. He has to get a kit for repairing it from the salesman/ manufacturer and I am stuck waiting for this to happen so I can begin the process of getting this whole mess resolved.